Event description:
Healthcare professional reported left side "infection, redness, local heat, swelling, and pain". Device remains implanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30051339 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: h.11.

Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reported left side "infection, redness, local heat, swelling, and pain". Device remains implanted.